Manufacturer narrative:
(Eval method, results, conclusions)- (other)- the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The tabletop on this x-ray system moves when the pt is being transferred from the pt cart to the table, table slides to the side without much effort. No pt has been injured.